Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented a remote transmission after receiving vibratory patient notification. Review of the strips noted intermittent ventricular oversensing. Patient was asymptomatic. It was suggested to perform isometrics, arm movements and pocket manipulations when patient presents to the clinic, as well as diagnostic imaging of the lead. Programming changes were also recommended but not performed. The lead was later extracted and replaced. Patient was in great condition post-procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.8-9.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The sensing conductor was fractured/separated at this location. This is consistent with the observation from the field of oversensing.